Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge with guidance from technical support using proper loading steps, was able to successfully resume insulin therapy.